Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received.

Manufacturer narrative:
Device analysis found no significant anomaly in the ins and found use error in the lead (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# j0209777v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the healthcare professional (hcp) had difficultly inserting the lead into the implantable neurostimulator (ins) and then when he tried to remove the lead it was stuck and he was not able to remove it. The hcp cut the lead and left part of the lead and left part of the lead in the ins. The hcp then implanted a new lead and new ins. It was noted the lead was implanted with an extension and ins. It was reviewed the lead may be damaged from over tightening of the hex wrench at the lead extension connection. There were no symptoms reported. The rep planned to return the ins. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.